Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. He was trying to refill the reservoir and began the fill tubing process but the insulin pump alarmed no delivery. Customer's blood glucose level was over 400 mg/dl. While troubleshooting the insulin pump did not alarm no delivery and insulin did exit. The device was not returned.